Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the during the case, the device shut off and the screen went black. Therefore there was loss of image.

Event description:
It was reported that the during the case, the device shut off and the screen went black. Therefore there was loss of image.

Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no live video output. Probable root cause: hardware: cables, connectors, sources, or sinks, capture card, motherboard, power supply , thunderbird firmware. Software: thunderbird software. Use error. Others : manufacturing defects (process, workmanship). Cybersecurity video input/output. Over-heating (air duct, fans, heat sinks, dust, vents). The reported failure mode will be monitored for future reoccurrence.